Manufacturer narrative:
Product analysis: it was determined during analysis that the main printed circuit board (pcb) and display flex were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not turn on. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.